Manufacturer narrative:
On previously submitted report, evaluation method code grid was wrong. Evaluation method code grid has been updated/corrected in this report.

Event description:
A ventilator was returned to a third-party service center for service. There was no harm or injury reported. During the evaluation at the third party service center, a failure of the device's display board was observed. The device's lcd display and display board were replaced to address the issue.